Event description:
Customer reportedly received results of 239 mg/dl on his meter and a half hour later received a lab result of unk value. Customer thought his meter read 30-40 points off of the lab value and was advised by his physician to have his meter checked. Customer was also informed that one of the parts of the test did not go through (low or high control may have failed). Customer reportedly received results of 237 mg/dl on his old strips and 125 mg/dl with his new strips within 10 minutes of each other on the same device. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.